Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, a lead integrity alert (lia) warning was triggered for the right ventricular (rv) lead and the patient was inappropriately shocked for oversensing. A review of remote transmission indicated that the shocks were due to oversensing of noise. The lead remains in use. No further patient complications have been reported as a result of this event.